Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite on (B)(6) 2022 and evaluated the au5800 clinical chemistry analyzer. The fse inspected the instrument on and determined buffer valves were defective on cell 1. The fse replaced buffer valves on cell 1 which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous false high patient results for na (sodium) and cl (chloride) on their au5800 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.